Manufacturer narrative:
Device was not returned to nidek. However, the device was evaluated by the field service engineer (fse) onsite. Fse also talked to doctor to confirm the complaint. Doctor reported that whenever the laser (aiming beam) is focused; the laser beam appeared to treat anterior to that position. Fse tested and inspected the device for proper functioning. Aiming / yag alignment was checked, treatment energy output was measured. Device operated as per the specifications. No failure was found. The customer complaint regarding the laser focus being anterior to the field of view was not confirmed. Upon interview to the doctor fse found that the doctor has a strong accommodation whenever he focuses his eyes and that could be contributing to the focus issues during the procedure. Fse also discussed energy settings and aiming beam orientation of the yag laser with doctor to prevent the recurrence of the issue. There is no adverse event or injury occured to patient so no patient information is available. Nidek considers this failure mode a reportable event as there is a potential for an adverse event if the similar issue recurs.

Event description:
Nidek inc. Received a complaint from a customer on (B)(6) 2015. Customer reported that during the use of yc-1800 serial number (sn) (B)(4) doctor observed that once the aiming beam is focused, the laser beam appeared to miss the point and hit anterior to that position. At the time no injury or an adverse event to the patient was reported.